Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had flashing display, screen was grey. The customer¿s blood glucose level was unknown. The customer reported that the screen was grey. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No flashing display or missing segments/partial display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected flashing display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection.